Manufacturer narrative:
(B)(4). Foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that patient underwent an elbow arthroplasty revision due to fracture of the locking pin. No additional patient consequences were noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the prongs of the inner pin are fractured and bent. The poly bearings are damaged. Only one humeral bearing was returned. Sem analysis of the c/m inner pin sample showed that it fractured due to fatigue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.